Event description:
It was reported that the device had difficulties in detaching the needle from the cannulas. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.